Manufacturer narrative:
The reason for this revision surgery was the patient was complaining of pain and clicking in his shoulder. The in-vivo length of patient service for the implant was 1.3 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to the pain and clicking. There are many factors that may contribute to the event that are outside the control of djo surgical are excessive loading, degenerative bone disease, rotator cuff torn, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient complaining of pain and clicking in his shoulder. A series of x-rays revealed a bone spur inferior to the glenoid baseplate, and a loose anchor just superior to the baseplate. The surgeon went in and removed the +8mm spacer, the insert, and the glenoid head so she could explore and remove any potential foreign bodies. In the space between the humeral stem and the +8mm spacer, the surgeon discovered a weird membrane. She also discovered this membrane around the surface of the glenoid head. She was unable to identify it, though she said it did not look like an infection. Other than the weird membrane, the loose anchor, and the bone spur, nothing else looked suspicious. She replaced the implants that were removed. It should also be noted that despite the original delivery ticket stating that one surgeon performed the primary procedure, the patient and the post surgery notes both indicate that it was performed by a different surgeon.